Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an uphold procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle carrier broke off. No part of the device was left inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Visual evaluation of the returned capio slim showed no anomalies. Functional analysis showed that the device worked as intended. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch. The returned device showed no evidence of either the alleged issues, or any defect which could have contributed to the event. Therefore, the most probable root cause classification is not confirmed.